Event description:
Philips is not providing instructions pursuant to 21cfr 1020.30-33, 1040.10-11 and 820.170 (21cfr) for the acqsim CT scanner k03357 cleared 01/09/2004. The predicate device for the acqsim is the 1200sx which does not appear to have 510k clearance. Philips also requires an application to be executed before allowing access to instruction pursuant to 21cfr. This application laws are based on the (B)(4) laws as the guiding principal. Acqsim CT scanner located in (B)(4).